Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), pelvic pain ('pain: pelvic/side pains') and ovarian cyst ('cyst') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti, vaginal infection and vaginal discharge. Concomitant products included drospirenone + ethinylestradiol (yasmin) from 2004 to 2009 for birth control. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("uti (urinary tract infection)"), vaginal infection ("vaginal infection"), urinary tract disorder ("bladder or urinary problems or changes: unspecified") and vaginal discharge ("vaginal discharge"). In 2011, the patient experienced hot flush ("hot flashes"), depression ("depression"), migraine ("migraines"), headache ("headaches"), constipation ("constipation") and alopecia ("alopecia"). In 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and ovarian cyst (seriousness criterion medically significant), 6 years 9 months after insertion of essure. On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes: unspecified"). The patient was treated with surgery (she undergone unilateral salpingooophorectomy to remove the essure implant and removal of cyst). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, depression, urinary tract disorder, bladder disorder, migraine, headache, ovarian cyst, dysmenorrhoea, weight increased, constipation and alopecia outcome was unknown, the pelvic pain and dyspareunia was resolving and the vaginal discharge had resolved. The reporter considered alopecia, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hot flush, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 152lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2019: this case concerns 43 year old patient. Historical conditions were added. Her lab data was added. Essure indication was amended. Her concomitant medication was added. Per plaintiff fact sheet following events: perforation (fallopian tubes), hot flashes, abnormal bleeding (vaginal, menorrhagia), uti (urinary tract infection), vaginal infection, depression, bladder or urinary problems or changes: unspecified, migraines, headaches, cyst, dysmenorrhea (cramping), (dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, constipation and alopecia were added. She was recovering from event: pelvic pain, pain during intercourse and recovered from event: vaginal discharge. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.